Event description:
Home pt (hp) reported feeling full, as if hp were overfilled, after using the homechoice cycler for apd therapy. Follow up with the hp's healthcare professional (hcp) reveals that in 2001, the hp came to the dialysis center for their routine scheduled clinic visit. While at the center, the hp reported feeling full and the hcp placed the hp into a manual drain, removing 5,800mls of solution from their peritoneum. Hcp relates that the volume of fluid drained was greater than the programmed last fill volume of 2000mls. Hcp relates that she was unable to determine why the hp had more fluid than their last fill and suspected that the homechoice cycler was not fully draining the hp. Hcp relates there was no pt injury or medical intervention.